Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs, however, no failure was identified. Additionally the alleged touch screen issue, the alleged history issue, and the alleged settings issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, the customer had performed intermittent pump resets, and upon turning the pump back on, the personal profile settings and pump history were missing. Additionally, the pump touch screen would turn off unexpectedly. Reportedly, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.